Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 12mm in length target lesion was located in the seriously tortuous, seriously calcified, 4.0mm in diameter left anterior descending artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the device delivery shaft was broken. The fractured part was outside the patient's body. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The device was bloody, and the balloon was tightly folded. The hub, hypotube, inner/outer shaft, balloon and tip were microscopically, tactile and visually inspected. Inspection revealed a separation in the hypotube located 56cm from the tip and there were numerous kinks in the hypotube. The fracture faces (in the hypotube) were ovalized, as if kinked just prior to separating. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 12mm in length target lesion was located in the seriously tortuous, seriously calcified, 4.0mm in diameter left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the device delivery shaft was broken. The fractured part was outside the patient's body. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.